Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, according to the information gathered, was determinate that the reported event was due to improper use of the device and the fibers, thus, confirming the reported event. Based on review of all information available and analysis results, a conclusion code of unintended user error caused or contributed to event was assigned to this investigation. The conclusion code was selected because the event involved user interaction with the device or sample that contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation, which were identified as factors leading to the problem.

Event description:
It was reported that during a procedure, there was low power from the console. The procedure was completed without patient complications.

Event description:
It was reported that during a procedure, there was low power from the console. The procedure was completed without patient complications.